Event description:
During induction testing, the device was undersensing and the programmed shock of 10j was unsuccesful; the patient was externally defibrillated. The programmer files were reviewed by the manufacturer which did not show any indication of device malfunction at this point. The device was explanted and will be returned for a full analysis.

Manufacturer narrative:
(B)(4) 2012,the analysis on this device is pending.(B)(4).

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending. Device not returned yet.

Event description:
During induction testing, the device was undersensing and the programmed shock of 10j was unsuccesful; the patient was externally defibrillated. The programmer files were reviewed by the manufacturer which did not show any indication of device malfunction at this point. The device was explanted and will be returned for a full analysis.